Manufacturer narrative:
Weight, ethnicity, race:unk. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 of -15.5/2.5/091 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged with a shorter length lens of different axis due to excessive vault.